Event description:
Rn administered bedtime dose of lantus to patient. Rn attempted to retract needle from insulin syringe per best practice and removed syringe from pt's abdomen. Rn noted that syringe did not retract. Rn and patient both safe and needle did not stick anyone. Rn attempted to retract needle once syringe removed from patient's abdomen, however the needle still would not retract. Packaging from needle saved.